Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the placement signal was completely lost. However, motor current remained stable. Alter the procedure was completed, the impella pump was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Due to lack of clinical details provided and no product or data logs returned, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. This review revealed that this product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer.